Manufacturer narrative:
Device investigation results are indicative of a broken coil wire likely due to inadvertent inappropriate handling during surgical procedure. As per received information, the recipient had no access to sound with the device at the switch-on after revision surgery. The detected damage is in line with the reported failure event. The stethoscope test performed whilst implanted supports this finding as well. This is a final report.

Event description:
The user had a skin irritation and a revision surgery was needed to place a new skin flap over the device. At the first fitting after this surgery the user was not able to detect any sound with the implant. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had a skin irritation and a revision surgery was needed to place a new skin flap over the device. At the first fitting after this surgery the user was not able to detect any sound with the implant.